Manufacturer narrative:
(B)(4). Date of follow-up report (1): 02/03/2016. Date of follow-up report (2): 02/25/2016. Evaluation of the concomitant cagen ablation generator found it to function normally and within specifications. No conditions were identified that would have caused or contributed to the reported event.

Manufacturer narrative:
Covidien reference#:(B)(4) . Date of initial report: (B)(6) 2015. Date of follow-up report: (B)(6) 2016. This complaint is part of a retrospective review as part of a remediation related to (B)(4). Although no sample was returned in this case, in other similar incidents, covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture.

Manufacturer narrative:
Covidien reference#: (B)(4). Date of initial report: 12/10/2015. Date of follow-up report (1): 2/3/2016. Date of follow-up report (2): 2/25/2016. Date of follow-up report (3): 06/02/2016. Evaluation of the incident antenna confirmed the reported failure. Covidien¿s investigation identified two possible root causes for the device failure. The hub divider shifting distally within the hub or the inflow tube expanding or rupturing. Corrective actions have been implemented. A spacer was added to prevent the hub from shifting. Additionally, the inflow tube material was revised. The new inflow tube is made from polyimide, which results in inflow tubes with more strength reducing the likelihood of expansion or rupture. A product recall was initiated on 02/23/2016.

Manufacturer narrative:
(B)(4). Date of initial report: 12/10/2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the device worked fine for the first 5 minutes of treatment. Upon attempting a second treatment, an error message "antenna temperature limit exceeded" occurred. The customer was unable to reset the generator to correct the high temperature lockout. The procedure was not completed. There was no patient injury.